Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor ended¿ error message on the adc freestyle libre sensor. Due to the sensor error message, the customer was incapable of monitoring her blood glucose. The customer experienced symptoms of sweating and a loss of consciousness and was unable to self-treat. The customer had contact with the healthcare professional who treated the customer with sugar water. No further information was reported. There was no report of death or permanent impairment associated with this event.